Event description:
This 77 yr old female with a history of chronic obstructive pulmonary disease, cerebrovascular accident, congestive heart failure and peptic ulcer disease was admitted 12/13/1999 with pneumonitis. Due to her many medical problems, a nasogastric tube was inserted to improve her nutritional status. During periods of confusion, she would pull the tube out. After the nurse had replaced it for the third time on the 24th, a chest xray was done to confirm placement. The xray showed a 20% pneumothorax with the nasogastric at the right lower lung base. The tube was removed and medical treatment was begun for the pneumothorax. She did not seem to be in any more distress and the pneumothorax was resolved by 3/2/1999. (A gastric tube was placed surgically on 2/26/1999 to meet nutritional needs.) She was discharged on 3/10/1999 in good condition.